Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was seen in the balloon catheter at the connection with the coaxial umbilical cable. An unknown system notice was received. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.